Event description:
Psychiatric electric shock treatments with adverse side effects including: severe long-term memory loss, short term memory loss, muscle tremors, headaches, and no effect on depression.